Event description:
It was reported that the leads had been implanted in the wrong ports. Atrial capture was noted with the ventricular lead, and ventricular capture noted with the atrial lead. It was further reported that the patient experienced erosion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the leads had been implanted in the wrong ports. Atrial capture was noted with the ventricular lead, and ventricular capture noted with the atrial lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.